Event description:
Information was received from a consumer regarding a patient who was receiving morphine 2 mg/ml at a dose of 0.2117 mg per day via an implantable pump for intractable spasticity. It was reported there was an 8286 personal therapy manager (ptm) error code meaning an empty pump reservoir. It was not known if the patient was due for a refill. The patient had heard a critical alarm since the night prior to (B)(6) 2016. He thought he had been refiled on (B)(6) 2016. No symptoms were reported. No further information was provided including if it had been confirmed the patient's pump had been refilled on (B)(6) 2016, what troubleshooting had been performed, what actions/interventions were taken or if the cause of the event had been determined.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported the patient's pump had been refilled on (B)(6) 2016. In terms of troubleshooting performed related to the empty pump alarm, staff communication and education on programming of the device occurred. The patient was seen on (B)(6) 2016 to have their pump reprogrammed appropriately as it had been programmed incorrectly. Per session data reports from (B)(6) 2016, the reservoir volume had not been updated during the refill programming session. The reservoir volume was updated to 15 ml in the session data report from when the device was reprogrammed on (B)(6) 2016 as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.